Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient ((B)(6)) received an scs system, including an ipg, on (B)(6) 2011. It was reported that the stimulation occasionally felt uncomfortable to the patient. The patient stated that the discomfort typically occurs near a train, a store security system or in the bedroom. It was reported that the stimulation felt like a crawling sensation during these incidents. Diagnostic impedance tests revealed no anomalies. No other patient complications were reported.